Event description:
Pt revised to address loose tibia that had subsided and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the prod was not returned. The investigation was limited to the info provided, as the prod code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.